Event description:
A malfunction was reported on the customer's pump. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the caller with the process. The malfunction code did not recur after the reset, and the customer was informed they could continue using the pump and to call back if any future issues arose.